Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows that at 11:25 pm on (B)(6) 2017 the device received a remote IV request for ivf + kcl f and the user started the infusion. The infusion continued until 1:00 am on (B)(6) 2017, when the device alarmed for air in line. The user attempted to resolve the issue and then channeled off the device at 1:02 am. Between 1:08 am and 1:45 pm, the user twice powered on the system and restored programming, but did not complete the programming and channeled the device off. At 1:49 am, the user powered on the system and restored and started the previous infusion at 50ml/hr. At 1:52 am, the user paused the device and then channeled off the device, which shut down and powered off the system. The volume recorded as being infused during this period was 79.585ml. Functional testing found the pump module to be delivering fluid within specification. The starting volume of the fluid container cannot be determined through device logs. The root cause of the reported event was not identified.

Event description:
The customer reported that the rn started a new bag of ivf at 2336 at a rate of 50 ml/hr. At 0200 the pump alarmed for air-in-line and the rn noted the bag was empty, yet the pump displayed 920.6 ml vtbi. The pump was associated to iaware and the infusion documentation/patient device association screens displayed an infusion rate of 50 ml/hr. The pump displayed 28 ml infused at 2300, 50 ml at 0000 and 1.29 ml at 0100. The patient's bed was dry and no spill was found on the floor. The rn stated the patient received 1000 ml of lr with 20kcl over 2.5 hours. There was no report of patient harm.